Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump has unresponsive buttons. Blood glucose level was 141 mg/dl at the time of the incident. Customer states the time does advance. Insulin pump is expected to return.